Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and cross chamber oversensing associated with the right ventricular lead. Rv was sensing atrial pace events. Lead integrity alert (lia) triggered on (B)(6) 2014 for non-sustained tachycardia and abnormal impedance. Concomitant medical products: a 4592-53 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) for the patient's right ventricular (rv) lead due to increased short interval counts (sic), oversensing and noise. There was possible crosstalk occurring with both the rv lead and the right atrial (ra) lead. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.